Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they need a new doctor because they need to have their stimulator removed. Agent asked why the patient wanted to have their stimulator removed; patient stated that they are having more pain and the stimulator is not taking the pain away. Patient followed up by saying that they have to use icy hot, heat, and ice on top of the stimulator for their pain. When asked for an event date; patient stated the pain has returned for awhile now and that it has probably been a year. Agent reviewed the physician listing with the patient. The issue was not resolved. Agent sent the physician listing to the patient. Additional information was received from the patient. It was reported that the pain is in a lower part of their back with sciatic and sacroiliitis. The explant date is (B)(6). They will receive physical therapy and also injections. The issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They confirmed their implant was explanted on (B)(6). They had received a letter from the manufacturer inquiring on what happened to the implant after it was explanted. Patient stated they were unsure but they thought it was sent in for analysis. Patient wanted to donate their equipment back to the manufacturer. Agent sent an email to repair requesting a prepaid shipping label be sent to the patient.